Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After obtaining right femoral access, the non-boston scientific (bsc) sl1 transseptal sheath was advanced over a rosen wire. Once the wire was removed, the non-bsc brk needle was introduced. The patient had multiple indwelling leads visible on fluoroscopy, intracardiac echocardiography (ice), and transesophageal echocardiography (tee). It was suspected that the brk needle may have crossed in an incorrect location, although no effusion was observed on tee at that time. Following fluoroscopic imaging, the ice catheter was used to guide placement of the closure device. At this point, a pericardial effusion was noted. Despite this, the closure device was successfully implanted, and the patient remained stable. The physician chose not to treat the effusion immediately. A repeat activated clotting time (act) was within normal limits, and the patient was transferred to recovery. While in recovery, the patient became hypotensive. Pericardiocentesis was performed, and approximately 500cc of bloody fluid was drained from the pericardial space. The patient stabilized and was admitted for overnight observation. No further complications occurred, and the patient was discharged the following day.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After obtaining right femoral access, the non-boston scientific (bsc) sl1 transseptal sheath was advanced over a rosen wire. Once the wire was removed, the non-bsc brk needle was introduced. The patient had multiple indwelling leads visible on fluoroscopy, intracardiac echocardiography (ice), and transesophageal echocardiography (tee). It was suspected that the brk needle may have crossed in an incorrect location, although no effusion was observed on tee at that time. Following fluoroscopic imaging, the ice catheter was used to guide placement of the closure device. At this point, a pericardial effusion was noted. Despite this, the closure device was successfully implanted, and the patient remained stable. The physician chose not to treat the effusion immediately. A repeat activated clotting time (act) was within normal limits, and the patient was transferred to recovery. While in recovery, the patient became hypotensive. Pericardiocentesis was performed, and approximately 500cc of bloody fluid was drained from the pericardial space. The patient stabilized and was admitted for overnight observation. No further complications occurred, and the patient was discharged the following day. It was further reported that pericardial effusion with cardiac tamponade occurred.